Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection, no abnormalities were noted with the device. During functional testing, it was found that the device functioned as required.

Event description:
On 01/10/2022 it was reported by a sales representative via sems that the 1239-100 locking knob (line #1) is stuck into the 1235-100 insertion guide (line #2) and the 0468-100 t-handle (line #3) broke while trying to remove the locking knob.